Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An increase in pacing threshold was noted during a follow-up appointment. No action was taken to address the threshold increase, and the patient was well.